Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was clotting/micro clots/fibrin clots. This event occurred 6 times. The following information was provided by the initial reporter. The customer stated: "the samples exhibit lipid layers." Original email states a lipid like layer in the red top tubes. When customer contacted, customer stated it does not seem to be a lipid layer, it is presenting as a fibrin clot.

Manufacturer narrative:
H.6. Investigation summary: bd received 10 customer samples for investigation. 10 customer samples were subject to a visual inspection for additive defects (missing additive and additive abnormality). All samples passed testing with no additive defects in any of the 10 tubes. Complaints for sample quality are under statistical control for the month of may 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for fibrin. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. The following fields were updated due to additional information: d9: device available for evaluation:  yes d9: returned to manufacturer on:  2023-05-23

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was clotting/micro clots/fibrin clots. This event occurred 6 times. The following information was provided by the initial reporter. The customer stated: "the samples exhibit lipid layers." Original email states a lipid like layer in the red top tubes. When customer contacted, customer stated it does not seem to be a lipid layer, it is presenting as a fibrin clot.